Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a perforation of an unspecified artery. A 2.8 x 16 mm graftmaster was being advanced to the lesion to treat the perforation; however, it could not cross the lesion. Nothing crossed the lesion so the patient was sent to surgery. The patient is doing fine and has been released from the hospital. No additional information was provided.